Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve, the unit did an inadequate seal (or none at all) and bleeding of less than 250cc occurred afterwards. There was no re-grasp alert but there was an end tone heard. Surgeon kept reapplying energy with overlapping seals and that didn¿t suffice, clips had to be used. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the cord plug was cut off and not returned. Visual inspection also found the device's rod shaft was bent downward. The reported condition could not be confirmed. Investigation found that the cord has been cut off and the cord plug was not returned. Without the cord plug, a detail investigation could not be performed for the reported complaint. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.